Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the 10mm x 4cm 80 powerflex pro balloon catheter, the balloon ruptured during its initial inflation. Therefore, the device was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
Complaint conclusion: during use of the 10mm x 4cm 80 powerflex pro balloon catheter, the balloon ruptured during its initial inflation. There was no reported patient injury. The lesion was the iliac artery. The device was replaced with another unknown balloon catheter and the procedure was completed. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 17690568 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.